Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a "safety event". The device was inspected and preventive maintenance performed. The unit passed all tests. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed, and the reported issue was reproduced as system error 110. A review of the event history log revealed multiple 'system error 110' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reproduced condition was verified. The cause for the condition was determined to be loose gears. The gears will require replacement to correct the issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.